Manufacturer narrative:
This report is submitted on june 14, 2019.

Event description:
Per the surgeon, it was reported that the patient experienced recurrent otitis media, extrusion of the electrode array and infection at the implant site. The patient was hospitalized and treated with IV antibiotics; however the issue could not be resolved. Subsequently the device was explanted on (B)(6) 2019 and the patient was reimplanted with another device during the same surgery.